Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged. Fluoroscopy confirmed the lead fell out of the atrium after the pocket was closed. The lead repositioned and remains in use. No patient complications have been reported as a result of this event.